Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Gum injury [gingival injury]. Oral b precision clean heads have broken after a couple of days of use; one snapped whilst brushing my teeth [device breakage]. Brushhead snapped and caused injury to gum [injury associated with device]. Case description: a female consumer of unspecified age reported that she had recently purchased a package of oral-b brushheads, version unknown and two of them had broken after a couple days of use. She elaborated that one brushhead had snapped while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown, causing an injury to her gums. She reported that she had never had this problem previously. The case outcome was unknown. No further information was provided. Mar. 01, 2016 received consumer's follow-up e-mail: the consumer reported that she purchased the pack of 8 oral-b precision clean brushheads online and changed them approximately every 8-10 weeks. She stated that the toothbrush had never been dropped. The case outcome remained unknown. No further information was provided.